Event description:
It was reported that the patient felt severe light headedness and dizziness. The patient went to the hospital due to intermittent t-wave oversensing (twos) on the device pace complex which resulted in a drop of the patient¿s rate from 80s to 40s. The sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 407645 implantable pacing lead, (B)(6) 2013. A 429688 implantable pacing lead, (B)(6) 2013. A 6947m55 implantable tachy lead, (B)(6) 2013. (B)(4).